Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: date of concomitant therapy is (B)(6) 2021. H3, h6: part: 03.010.104. Lot: 61p8247. Manufacturing site: bettlach. Release to warehouse date: july 21, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the drill bit ø4.2 calibr l145 3flute was returned and received at us customer quality (cq). Upon visual inspection, tip of the drill on the device was observed to be broken. No other issues were identified. Dimensional inspection: specified dimensions: diameter of the shaft (just below the flutes). Measured dimensions: conforming. Document/specification review: the following current and manufactured revision of drawings were reviewed: -drill bit 3-flutes dx.x. No design issues or discrepancies were identified. Investigation conclusion. The complaint condition was confirmed for the returned devices. No definitive root cause could be determined based on the provided information. The unintended external forces might have contributed to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 while drilling, the drill bit snapped at its tip leaving no objects in the patient. Concomitant device: unk - drill (part # unknown; lot # unknown; quantity: 1). This report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.